Event description:
Repeated exposure to antigenic natural latex such as found in latex surgical or examination gloves has led to the development of latex allergies. Subject experienced inter alia urticaria, allergic rhinitis, itchy and watery eyes, chest congestion, and dyspnea (wheezing and asthma). Reportedly, they have been diagnosed with type-I latex allergy. They report that the above mentioned symptoms are associated with sensitization to latex or to certain latex proteins. They report that they must now avoid additional exposure to latex.